Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in a bile duct drainage procedure on (B)(6) 2012. According to the complainant, at the conclusion of the procedure, after the bilestones were removed, an endb olympus tube was placed in the patient body. When the jagwire was being removed, the distal tip detached exposing the corewire and fell into the intrahepatic bile duct. The endb tube was removed in order to allow the fragment to pass naturally. The procedure was completed with this jagwire. As of (B)(6) 2012, the fragment had not been excreted; however the patient's condition was reported to be stable at this time and further intervention to remove the fragment has not been scheduled.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in a bile duct drainage procedure on (B)(6) 2012. According to the complainant, at the conclusion of the procedure after the bilestones were removed an endb olympus tube was placed in the patient body. When the jagwire was being removed, the distal tip detached exposing the corewire and fell into the intrahepatic bile duct. The endb tube was removed in order to allow the fragment to pass naturally. The procedure was completed with this jagwire. As of (B)(6) 2012 the fragment had not been excreted; however the patient's condition was reported to be stable at this time and further intervention to remove the fragment has not been scheduled.

Manufacturer narrative:
A visual examination of the returned device revealed that the tip of the guidewire had detached, exposing the metal tip of the corewire. The presence of adhesive remnants was found indicating that the pebax was properly attached to corewire. There was no damage noted to the corewire and the ptfe jacket was noted to have peeled. The outer diameter was measured and found to be within specification. It is possible that due to anatomical/procedural factors encountered during the procedure, performance was limited and may have contributed to the failures. Therefore, operational context is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. A similar complaint trend review was performed and no other complaints were reported for lot# 13870130.

Manufacturer narrative:
(B)(4) for the reported event of tip detached. Although the device has been returned, the failure analysis of the device has yet to be completed. Upon completion of the failure analysis of the complaint device a supplemental medwatch will be filed.